Event description:
It was reported that the transducer protector was leaking during a patient¿s hemodialysis treatment. Upon follow up, it was confirmed that the patient experienced 10ml of blood loss. The transducer protector was exchanged and the patient¿s treatment was completed without issue. There was no patient serious injury or medical intervention required as a result of this event. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.